Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up appointment, it was determined that the r-wave sensing had decreased and the capture threshold had increased. Oversensing was also observed. The lead was capped and replaced. The patient was stable following the procedure. Diagnostic imaging was performed and did not reveal any anomalies.